Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated on feb 8, 2010.

Event description:
Procedure: lap hernia. According to the reporter, the handle locked up when firing while on tissue. Opened a new device and the same thing occurred. Opened a third device from a different lot number to complete the case.